Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cauterizing. Or staff assisted with problem solving power issues without success. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaws. Microscopic inspection showed charred tissues on the hot jaw. It was observed that the heater wire was slightly flexed at the center but remained attached to the hot jaw at the tip and base. The silicone boots on the jaws appeared intact. No other visual defects were observed. The device was evaluated for electrical/cautery function. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method" (bacon test). The device activated and transected tissue five (5) times with no cautery failure observed. Based on the returned condition of the device and the results of the investigation, the reported failure "failure to cut" is not confirmed. The analyzed failure "material twisted/bent" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cauterizing. Or staff assisted with problem solving power issues without success. A replacement device was used to complete the procedure. The hospital did not report any patient effects.